Event description:
Customer reported a channel disconnect alarm occurred during epinephrine infusion. No patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Unable to confirm the customer's report of a channel disconnect. The customer stated they did not sequester the device and it is not available for evaluation.